Manufacturer narrative:
The complaint device associated with this report has not been received for eval; the device remains implanted. Product history records could not be reviewed because the rptr did not provide a lens serial number , lot number, or any identification traceable to the manufacturing documentation. Additional info was requested 02/08/2010 and 02/22/2010 by phone, fax, and mail. Additional info was received 02/23/2010 and 02/26/2010 by phone. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A technician reported a pt with an unexpected postoperative refraction and induced astigmatism in the left eye following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports that he does blame the iol for the event and feels the pt's preoperative measurements may have been incorrect and/or surgically induced cylinder from the incision and limbal relaxing incision performed during procedure. There are two medical device reports associated with these events. This report is for the left eye.